Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain cycle one) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 11:50:15. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs in the form of a high drain alarm. The cause of the iipv could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.